Manufacturer narrative:
Product complaint # (B)(4). Date sent: 02/13/2020. Additional information was requested and the following was obtained: was the device a cdh29 or cdh29a? Cdh29a. Is the lot number available? Lot t4135a (I believe). What were the indications for surgery? Low anterior resection. Did the patient receive any preoperative chemotherapy or radiation? Unknown about preoperative chemotherapy or radiation. What healthcare professional fired the device and what is his/her experience with the device? Md fired and very knowledgeable about the product. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Unknown about green gap setting scale (I was not in the case when firing). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Unknown if the dr waited 15 seconds. Was the device difficult to close? Unknown if difficult to close dr did tell say he doesn¿t know if he closed it all the way during firing. He said he did not feel the normal crunch he feels. Was the device difficult to fire? Were the donuts inspected? If so, please describe. The donuts were inspected and not complete. Was a complete transection of the white breakaway washer visually confirmed? Unknown by me if the white breakaway washer was visually confirmed dr said only half of the colon was stapled. Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? There were visual floating staples laying on colon. What is the current status of the patient? Patient was given a colostomy bag. Unknown about current state. Further information provided: dr. (B)(6) was operating the robot and connected the anvil to the device with the robot and dr. (B)(6) was down below and fired the stapler. There was some confusion as dr. N had previously utilized the powered circular device for two cases and thought that was the device being utilized in this case. Sales rep spoke with dr. S who indicated that in retrospect, he wasn¿t sure the device was fully fired as he didn¿t remember hearing or feeling the audible and tactile feedback. She was advised that only a portion of the colon was stapled and when she arrived, she observed them removing staples from the tissue which she thinks were partially formed. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/17/2020 d4: batch # t5ev2y h6: component code = others (g07) h6: health effect ¿ clinical code = gastrointestinal system (e10) device analysis: the analysis results found that the cdh29a device arrived with no apparent damage. The breakaway washer was present, cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Although there is no direct evidence of use error, the instructions for use do contain the following caution: if excessive force is required to close the device, this may indicate there is too much tissue or thickened tissue in the device. Attempting to fire the instrument in this condition may result in poor staple line integrity with possible leakage or disruption. In addition, instrument damage or failure may result. The event described could not be confirmed as no malformed staples were observed and the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Date sent: 12/22/2020. Per photographic evaluation: upon visual inspection of one photo, the following was observed: the photo shows a device from anvil area with body fluids and the casing washer can be seen cut.

Manufacturer narrative:
(B)(4). Date of event: only the event year is known: 2020. Batch # unk. Attempts are being made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was the device a cdh29 or cdh29a? Is the lot number available? What were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Was the device difficult to close? Was the device difficult to fire? Were the donuts inspected? If so, please describe. Was a complete transection of the white breakaway washer visually confirmed? Can further information be provided on the shape of the staples and specific locations of the improperly formed staples along the circular anastomosis? What is the current status of the patient? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed.

Event description:
It was reported that during an anterior resection procedure, the surgeon described that he did not hear the click of the washer and the tactile feel of the handle compressing fully. The circular stapler did not fire completely to complete the anastomosis. Misfired staples needed to be removed and a colostomy was performed. Procedure was delayed 30 minutes. Patient now has a permanent colostomy bag. The misfired staples had to be removed.